Manufacturer narrative:
Concomitant devices: unknown 6f sheath and ci catheter. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of protein s deficiency. The patient had presented with a chronic partially occlusive deep vein thrombosis (dvt) in the left leg but was not a candidate for long term anticoagulation therapy. The filter was implanted via the right common femoral artery and deployed in an infrarenal location without difficulty. The patient is reported to have tolerated the procedure well. Approximately three years and two months after the implantation, the patient became aware that they had developed post-implant dvt and pulmonary embolism (pe). The patient further reported having experienced many years of pain, swelling, protruding stomach vessels, numbness, clots, circulation issues, fear of stroke, sub-par quality of life, aching, burning, stress, an inability to perform tasks and shortness of breath (sob). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain, anxiety, sob and distension events experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to post-implant deep vein thrombosis (dvt)and post pulmonary embolism (pe). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of chronic partially occlusive left leg deep vein thrombosis (dvt), protein s deficiency and was not a candidate for long term lifelong anticoagulation. The trapease filter was deployed in the infrarenal location without difficulty. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately three years and two months post implantation. The patient reports post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient further reports many years of pain, swelling, protruding stomach vessels, numbness, clots, circulation issues, fear of stroke, subpar quality of life, aching, burning, stress, unable to perform tasks, shortness of breath.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient experienced post filter implant pulmonary embolism and deep vein thrombosis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Deep vein thrombosis and pulmonary embolism do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to post-implant deep vein thrombosis (dvt) and post pulmonary embolism (pe). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.